Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units of insulin, and initially displayed an accurate fill estimate of over 40 units of insulin in the cartridge. Then, after delivering 10 units, the insulin gauge re-estimated and remained static at 45 units. Additionally, the cartridge was filled with cold insulin. The customer changed the supplies on the pump. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. There was no impact to the customer's blood glucose level.